Event description:
Procedure type: laparoscopic anterior resection. Patient sex: unknown. According to the reporter, the surgeon was using the device to create the final anastomosis. When firing the instrument, it visually created the anastomosis, but upon retrieval the instrument became stuck in the patient's rectum. The anvil would not pass the anastomotic staple line. Reportedly, the correct technique was used of 2 full turns waiting for the click before attempting removal. A midline incision was made as the surgeon was unsure as what he would find at anastomotic site. The surgeon had to facilitate the removal of the instrument by massaging the anastomotic site and the anvil. The surgeon was uncertain of the anastomosis and created a new anastomosis distal to the current site. The donuts of the device were inspected and formed correctly and the anastomosis appeared intact.